Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 2.75x28mm promus element drug-eluting stent for use, it was noticed that the stent body was lifted (unsmooth). The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent was distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink 10mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 2.75x28mm promus element ¿ drug-eluting stent for use, it was noticed that the stent body was lifted (unsmooth). The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.